Event description:
Information was received that a smiths medical cadd legacy plus infusion pump had a "no disposable, clamp tubing" alarm. It is reported to occur often when the patient leans forward. No patient injury resulted.